Event description:
A pt's meter had several issues. They were getting the not enough blood and retest messages. These issues were not resolved with troubleshooting. They did not have any symptoms. There was no medical intervention or treatment given. They also had done a precision testing on the meter with results of 63 mg/dl and 154 mg/dl within 10 minutes. The difference was 74%.